Manufacturer narrative:
The malfunction was duplicated and attributed to incompatible software having been loaded onto the device. It could not be confirmed with the customer when the software was updated. However, the device was released with the software version 2.30.01 and when the device was received here for evaluation of this report, the software version was 2.32.02. It is possible that the default settings were not restored as specified in our software loading instructions, which would have corrupted the configuration. The device configuration was restored to the default settings to resolve the malfunction. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the device and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device restart/reboot by itself. Complainant did not indicate that there was any patient involvement in the reported malfunction.